Event description:
Additional information showed the patient underwent a dye study on her pump, and the results showed the pump working as intended.

Event description:
Additional information: it was reported that the patient had surgery on (B)(6) 2012. The catheter was checked for issues. They were not able to aspirate; no kinking noted; the catheter had not moved. The catheter was replaced. It was indicated "they also opened up the front part and saw no issues there, but she did have a side incision." It was indicated that the "connector part was defective." It was noted that the "pump was working before she was rear ended," and "can't prove that the incident caused the issue with the connector."

Event description:
Additional information: the patient reported there was 'lots' of residual medication in her pump after the refill (B)(4), 2011; prior to that it was working well. The pump was used to deliver fentanyl and lioresal.

Event description:
A pt was having bad spasms after being rear ended in a car accident in early (B)(6) 2011. The pt started seeing her healthcare provider about every 2 weeks; and her medication dosage was being increased each time. It was noted that just recently her spasms started to be controlled, but her pain had not decreased. The pt's pup was refilled on (B)(6) 2011, and it was determined that the pump contained more drug than expected. An x-ray was ordered, and the reporter was awaiting the results. A dye study was also planned. Drug infused via the pump was lioresal. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).